Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined superior vena cava (svc) impedance. The lead remains in use until further action is decided on. No patient complications have been reported as a result of this event.